Manufacturer narrative:
The internal connection damage of the implant prevented the ability to verify the presence of a fractured screw. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
Dental assistant reported that abutment screw fractured. Oral surgeon attempted to remove the broken screw but he decided to remove implant.